Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. A replacement lead was implanted without further incident. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported this patient was in the emergency room and system evaluation noted this right ventricular lead was not capturing and was exhibiting elevated threshold measurements (increased to 4.5v at 1.0ms). The patient's heart rate was in the 30's. The physician elected to replace this lead (surgically abandoned, capped) and a replacement lead was implanted without further incident. The lead was actively implanted for approximately 10 years, 2 months.